Event description:
A registered nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was treating an infection at the catheter site. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient did not have an exit site infection. The patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 4083 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) cefepime 1500 mg daily, and vancomycin 2000 mg every third day for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2023, and the patient¿s cefepime was discontinued. The patient is recovering from the events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issue. The pdrn attributed causality to a touch contamination event, as the patient admitted he frequently does not perform hand hygiene prior to initiating and/or termination of treatment (reeducation provided). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. A repeat cell count performed on (B)(6) 2023 revealed the patient¿s wbc deceased to 38 u/l.